Event description:
This is a spontaneous report by a consumer with supplemental information by a nurse from the USA of break in aseptic technique and peritonitis in a(B)(6) male patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex and dianeal pd4 ultrabag (lot numbers, doses, and frequencies not reported) intraperitoneally for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported by the consumer and the nurse. On an unreported date, a break in aseptic technique occurred. Per the nurse, the patient had reported that the frangible did not break easily or properly, so the patient took tubing apart and inserted a screw driver that was cleaned with alcavis and then inserted into heater bag to get things flowing. The nurse stated that on (B)(6) 2011, the patient experienced peritonitis and was hospitalized on that same day. Treatment was not reported and it was not reported if the patient received re-training regarding aseptic technique. The patient had a laparotomy but nothing was found. On (B)(6) 2011, the patient was discharged from the hospital. The patient was recovering from the peritonitis. The outcome for the event of break in aseptic technique was unknown. The nurse reported that the break in aseptic technique may have caused the peritonitis. Dianeal therapies were ongoing. Concomitant medications were not reported. The nurse stated the peritonitis was not related to dianeal therapies. An opinion of causality was not provided for the event of break in aseptic technique.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown therefore an evaluation and batch review will not be performed. Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted.

Manufacturer narrative:
(B)(4). A batch review of potentially associated lot, h11c20058, was performed with no issues noted during the manufacturing process. The root cause of this incident was determined to be use error. A labeling review has been performed, finding that current labeling provides ample instructions related to prevention of the suspected use error in aseptic technique. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.